Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 500 mg/dl. Customer reported of getting dizzy and passed out. Customer was taken to the hospital via ambulance. The customer was treated with fluids, IV drips and insulin. The customer was not sure if he was wearing insulin pump during the hospitalization. Customer was hospitalized for 4 days and wanted to order more supplied due to running out in 2 days. Call was lost and a voice mail was left for customer to call back to helpline.